Event description:
Sorin group received a report that the flow rate of the s5 roller pump showed from 5 lpm to 3 lpm during a procedure. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the flow rate of the s5 roller pump slowed from 5 lpm to 3 lpm during a procedure. There was no pt injury. A sorin group field service representative was dispatched to the facility to investigate. During testing at the facility, the field service representative was unable to reproduce the reported issue. Although no problems were found, the field service representative replaced the level sensor and lever sensor module at the request of the customer and subsequent testing confirmed that the system was still operating properly. The equipment has been returned to service and no further issues have been reported. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.